Manufacturer narrative:
H3: it was found in the analysis that, could not duplicate the customer complaint regarding patient interface fault detected message. There was no fault found in the unit. H6: applicable codes are fdm b01, fdr c19, fdc d16 and img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4mc01, serial/lot #: (B)(6), UDI #: (B)(4); h6: fdm b17, fdr c20, fdc d16 and img g02030 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, there was patient interface fault detected message. The procedure was completed with the back up patient interface box. There was no known patient impact.

Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4mc01, serial/lot #: (B)(6), UDI#: (B)(4). H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.